Event description:
The procedure was coil embolization of a petrous portion of the internal carotid artery aneurysm. The characteristics of the parent vessel were not tortuous and not calcified. During the procedure, the physician encountered some resistance when he inserted the galaxy (640cf0610, complaint product) in a microcatheter (excelsior sl10/stryker, pre-shaped j). Once the coil was out of the body, no defect was found by visual inspection, so he tried it again, but the same thing happened at about 30 cm from the proximal end of the microcatheter. Therefore the galaxy was safely removed from the patient and was continued using another products. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. It is unknown how many coils were successfully placed using the same microcatheter before the complaint product. The complaint product was new and stored per labeling instruction. Prior to use, no defect (kink, bends etc) was noted on both the mc and the galaxy by visual inspection. It is unknown if any defects/damages were noted on any devices after the event. Both the galaxy and excelsior sl10 are going to be returned for evaluation. Additional information received indicated that the resistance was noted about 30cm from the distal end of the microcatheter but getting "stuck" was not mentioned. The event occurred during coil introduction and the coil entered into the microcatheter and did not remain seated in the hub. There was no stretching or unintended detachment observed in the aneurysm or microcatheter and the procedure was successfully completed with no patient injury reported.

Manufacturer narrative:
During a coil embolization of an aneurysm at the petrous portion of the internal carotid artery that was not tortuous or calcified some resistance was encountered when the 6x10 orbit galaxy tight distal loop complex fill coil (650cf0610/15483555) was inserted into the excelsior sl10/stryker pre-shaped j microcatheter (mc). Once the coil was out of the body, no defects were found by visual inspection, so another attempt was made, but the same thing happened at about 30 cm from the proximal end of the mc. Therefore, the galaxy was safely removed from the patient and the procedure was continued using another product. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury reported. It is not known if the mc was replaced. It is unknown how many coils were successfully placed using the same mc before the complaint product. The complaint product was new and stored per labeling instruction. Prior to use, no defect (kink, bends etc) was noted on both the mc and the galaxy by visual inspection. There was no stretching or unintended detachment observed while the coil was in the aneurysm or the mc. It was reported that it is unknown if any defects/damages were noted on any devices after the event. A non-sterile 6x10 orbit galaxy tight distal loop complex fill coil was received coiled inside of a plastic bag. The hypotube of device was inspected and several kinks were noted on it. The introducer was unzipped, and kinked. The support coil, the gripper and embolic coil were received inside of the introducer; the support coil was found kinked and damaged, the gripper was found without damage, while the embolic coil was stretched and kinked. Some waves were found on the device, but apparently can occur during the handling of the unit when this was returned for evaluation. In the same plastic bag a non cordis/codman sl10 microcatheter was received, it was noted to be kinked at 78 and 83 cm from the hub. The embolic coil and the gripper of the orbit galaxy were inspected under microscope; the gripper was found without damages; while the embolic coil was stretched and kinked. The od from the delivery tube was measured and was found within specification. The orbit galaxy was returned with a non cordis/codman microcatheter (sl 10 microcatheter), the returned non cordis microcatheter was flushed using a lab sample syringe (nipro), after that, the dcs was introduced through the microcatheter, however, it could not pass through the entire microcatheter due to the kinks found on the dcs. Additionally, a lab sample microcatheter was flushed using a lab sample syringe (nipro) and the returned orbit galaxy was introduced through the sample microcatheter, however, it could not pass through the entire microcatheter due to the kinks found on the dcs. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction with the noncodman microcatheter was confirmed. The cause of the resistance with functional testing was due to the kinks found on the device which prevented the hypotube to be properly introduced into the microcatheter. The cause of the damages found on the device could not be conclusively determined. However, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally, it was reported that there were no damages noted on the device at pre-use inspection or after the first attempt at insertion. It is not known if they were present upon removal. The od of the returned orbit galaxy system is within specification. Based on the available information and the analysis of the returned orbit galaxy system, a definitive cause for the resistance experienced by the customer cannot be determined. Additionally, the timing of the stretched coil as related to procedural use and cause cannot be determined. It is possible that device interaction or post procedural handling contributed to this finding. However, there is no indication of any manufacturing issues related to the event or damages found on the returned device. Inspections are in place to detach these device damages and the records indicated that the product meets specification prior to shipment. The damages appear to be procedural related, therefore no corrective or preventive actions will be taken at this time.